Event description:
A customer contacted beckman coulter inc. (Bci) stating that an erroneous low platelet (plt) result, with no plt clump flag, was obtained on a single patient sample run on the coulter lh 500 instrument. Per the customer, platelet clumping was observed by manual smear review. The erroneous result was reported out of the laboratory. The patient was sent to the emergency room where a new specimen was drawn. The result obtained was within normal range, which the customer considers correct. The results provided by the customer are shown. There were no reports of death or injury. Customer is not aware of any affect to patient treatment.

Manufacturer narrative:
The sample was processed in the automatic mode and the erroneous plt result occurred on the specific sample. The specimen was collected in bd edta tube and was 2.5 hrs old when processed. Controls were run prior to and after the event, and were within qc specifications. Controls are processed twice daily. A field service engineer (fse) was dispatched and inspected tubing apertures and aperture modules for any defects or obstructions. The fse also ran latex calibration of the apertures and adjusted aperture voltages to improve. Instrument operation was verified per established procedures. Per product labeling. There may be situations where the presence of a rare event cell may fail to trigger a suspect message. System sensitivity increases when appropriately set suspect messages are used in combination with laboratory-defined definitive messages, action value flags, and critical value flags. In addition, complete review of the peripheral smear, regardless of the nature of the flag, code, or message, will minimize false negatives. Known interferences for plt: very small red blood cells near the upper threshold, cell fragments, clumped platelets as with oxalate or heparin, platelet fragments, or cellular debris near the lower platelet threshold. Giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, red cell fragments.